Event description:
It was reported that display screen jumps from screen to screen without user input. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.